Event description:
The 840 ventilator stopped cycling while in use on a patient. The nellcor puritan bennett customer support engineer (cse) verified the reported event and replaced the analog interface pcb. The unit passed extended self testing. There was no report of any patient harm or injury.